Event description:
My 28-month-old son, (B)(6), is currently hospitalized following open-heart surgery. He is receiving inhaled nitric oxide (ino) therapy via the genosyl® ds nitric oxide delivery system. I am submitting this report due to multiple serious safety concerns and device-related failures observed during his treatment with this device, which may have placed his life at risk. Missing adaptive flow sensor (approx. 16 days): for approximately 16 days, the genosyl ds machine used on my son was operating without a functional adaptive flow sensor. The device continued delivering 20 ppm of nitric oxide despite the adaptive sensor being disconnected or malfunctioning, and the machine displayed, no? Levels flatlined at 0.0 ppm during this entire period. Critically, I later learned that the machine had a preset lpm (flow rate) that was approximately double what was appropriate for his size and ventilator needs. Without the adaptive sensor, this elevated flow was not being automatically adjusted, raising concern for potential over delivery of gas volume and no, which may have contributed to ventilator pressure issues and gas exchange abnormalities. Unexplained nitric oxide dosing spikes: on two separate occasions ((B)(6), 2025), the genosyl ds machine spiked its nitric oxide output to 48 ppm, despite being set at 20 ppm. The first incident was observed by me and a physician at the bedside. The machine alarmed and took more than a minute to stabilize. The second incident occurred early in the morning with a respiratory therapist present and was noted in the medical chart. These spikes occurred after the adaptive sensor had been replaced, raising questions about the machine's calibration, dosing integrity, and alarm management. Lack of calibration or maintenance documentation: I asked multiple staff members (nurses, rts, and the nurse manager) whether the machine had been recalibrated after the sensor and cable replacement. None could confirm this, and I was told that the internal calibration logs are only accessible by biomedical engineering, who I have not yet been able to speak with. Additionally, respiratory therapists confirmed that sensor swaps, cable replacements, dosing spikes, and flow adjustments are not routinely documented in the hospital's system. Clinical impact observed in my son: during the 16-day period without a functioning adaptive sensor and with elevated flow rates, my son exhibited poor oxygenation, elevated ventilator pressures, frequent desaturations, and suppressed methemoglobin levels on blood gas. After the sensor was finally replaced on (B)(6) 2025, we observed an improvement in some of these parameters, suggesting a possible correlation between device functionality and his clinical instability. A circuit disconnection triggered by the sensor swap on (B)(6) also led to an acute desaturation and jump in ventilator peak pressures. Lack of transparency from manufacturer: I contacted the device manufacturer directly. The representative declined to confirm whether the genosyl ds is approved or safe to operate without the adaptive sensor. Their responses were vague and gave the impression of avoiding liability. I asked whether recalibration was required after sensor replacement or whether preset flows in sensor-missing mode are appropriate for pediatric patients -- I received no clear answers. In summary, this complaint is being submitted because I believe the genosyl ds nitric oxide system, as used in my son's case, may have been operated outside of safe or approved parameters -- including missing critical components, delivering excessive flow rates, and exhibiting unstable no dosing. These issues were not transparently communicated or documented and may have contributed to preventable harm. I respectfully request that the FDA investigate this device's performance, its sensor-dependent operation, and its hospital use protocols to prevent future patient harm.